Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three shocks an inappropriate therapy due to atrial fibrillation with rapid ventricular response. Technical services (ts) discussed the device programmed settings, reviewed the stored episodes and the settings for the delivery of therapy. The device remains in service. No additional adverse patient effects were reported.